Manufacturer narrative:
Concomitant product : dtba1d1 ICD, implanted: (B)(6) 2015, product event summary : the full lead was returned in segments and analyzed with no anomalies found. Visual analysis noted apparent explant damage.

Event description:
It was reported that the left ventricular lead was fractured and the threshold was high. It was also reported that about six month prior, the impedance had dropped about 300 ohms, but it was now stable. The lead was programmed off, and then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.